Event description:
It was reported that the pt presented with acetabular implant loosening, which resulted in an acetabular revision on (B)(6) 2008.

Manufacturer narrative:
Since no parts were sent to us for investigation, we are not in a position to take a stand concerning the occurrence referred to in the complaint. This MDR is being submitted late, as this issue was identified during a retrospective review of complaint files. (B)(4).